Event description:
It was reported that the patient received inappropriate therapy due to far p-wave and t-wave oversensing on the ventricular lead. The r-waves had also decreased since implant. The lead was repositioned due to dislodgement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.